Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time. Problem isolated to electronic assemblies.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 98 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the insulin pump had replace battery now message again. Customer was receiving insert battery now message at time of call and customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.